Event description:
It was reported that within a month of implant, it was not possible to obtain an atrial threshold, and when a sensing test was performed, the lead was not sensing correctly. The sensing was adjusted so that it was sensing correctly; however the lead was then unable to capture. A chest x-ray was performed, and it appeared that the lead had dislodged. The lead was repositioned, and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.